Manufacturer narrative:
The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. The exposed portion of the soft cannula was found damaged. The downloaded data does not show any timeouts or drive stalls. The fluid path was inspected and no signs of leakage were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose above 13.9 mmol/l (>250 mg/dl). The pod adhesive failed to properly adhere while worn on the patient's abdomen for between 49 and 71 hours. As treatment, a new pod was applied.